Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the intermittent poor communication the patient noted when using the loaner programmer to interrogate their ins had been resolved, and the patient planned to return the programmer to the manufacturer's representative.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient being unable to sync their patient programmer with their implantable neurostimulator (ins). The patient stated her programmer "quit working" and the patient could not turn stimulation off. The patient met with a manufacturer's representative (rep) who confirmed that the ins has plenty of battery remaining. The patient was issued a loaner programmer by the rep, however the patient stated that this did not resolve the issue. The new programmer was also showing the poor communication screen. The patient also stated that the programmer displayed the "call your doctor" screen and an unknown code, as well as the poor communication screen intermittently. The patient stated she may not be positioning the programmer correctly. No symptoms were reported. Patient was implanted for spinal pain.

Event description:
Additional information was received from consumer reporting that the patient weighed (B)(6) lbs at the time of the event regarding the poor communication with the patient programmer.